Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump was alarming no delivery multiple times. The patient began to feel dizzy during her birthday celebration. She then was admitted to the ICU for a high blood glucose exceeding 600 mg/dl. The customer treated via manual insulin injections; despite three separate injections her blood glucose would not decrease below 600 mg/dl. She was still being treated at the time of call, and her blood glucose was 170 mg/dl. The customer's drive support cap appeared normal. No further troubleshooting occurred as the customer did not have a new infusion set to test with the insulin pump. The customer planned to call back for troubleshooting. No products were returned and a tubing clamp was shipped to the customer in order to perform a high pressure test.